Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 3.00x22mm, concentric target lesion was located in the non-tortuous and moderately calcified right coronary artery rca. A 2.50 x 24 synergy drug-eluting stent was advanced for treatment. However, the device failed to crossed and stent strut was found deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a synergy ous mr 2.50 x 24mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. The stent of this device was found to have damage throughout its length. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 3.00x22mm, concentric target lesion was located in the non-tortuous and moderately calcified right coronary artery. A 2.50 x 24 synergy drug-eluting stent was advanced for treatment. However, the device failed to cross and the stent strut was found deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.